Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
Iui- corrosion ail sensor assy- damaged/cracked unexpected return- 09/09/2019 06:47:39 crisleivy pena (crpena) npi not confirmed unit received unexpectedly no tracking number found please note: unit is not marked received/prcd until npi is confirmed for repairs and/or additional information is received/confirmed by customer 09/17/2019 10:19:30 crisleivy pena (crpena) unit is affected by lvp 2019 bezel post recall per sandy mcdonald //sandra.j.mcdonald@bd.com. 09/25/2019 12:23:55 dune laraya (dlaraya) est rcl to mjr 10/04/2019 10:42:28 crisleivy pena (crpena) there was no patient involvement confirmed updated from rcl to mjr for the major repair needed per dune laraya, service tech. Repair approved by erika loudermill-webb, biomed, at erika.loudermill-webb@bannerhealth.com for $365. New po# 143688-0-101. 10/10/2019 14:28:41 christina castaneda (chcastan) 1001910511510008572400457111913255.